Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during preparation the set was noted to have the green clip backwards so couldn't load tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample without packaging was provided for evaluation. The sample was visually evaluated and compared against the product technical drawing and the returned sample corresponds to material 490037. The slide clamp was also assessed and found to be within specification. Upon receipt, the sample arrived with the air vent open. The air vent was subsequently closed, and a leakage test was performed; no leakage was detected. To replicate the reported air in line alarm defect, the returned sample was connected to the pump without difficulty and tested by running therapy while varying the flow rate throughout the session. No alarms were observed during testing. Thereafter, a measurement of the outer diameter of the pump segment was taken and found to be 0.152 inches, which meets the specification of 0.152-0.154 inches. Based on the investigation findings, the sample met internal specification; therefore, the reported defect could not be confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.